Manufacturer narrative:
No medical intervention or treatment has been provided; however, the current status of the user/patient was unknown to date. Lot number: 221co20120 has not been identified by ihealth labs, inc., as a counterfeit product, so it is safe to conclude that the device/kit received is a valid ihealth labs, inc., manufactured test kit product IFU states a false negative or invalid result may occur if too little solution is added to the test card. A false negative or false positive result may occur if the test result is read before 15 minutes or after 30 minutes. There was no indication to confirm or deny if the user/patient had utilized the test kit appropriately as per intended use or off use. 4test to the production batch of product retention samples (lot:221co20120) , the test was pass.

Event description:
Event :the site/user was noted to have reported via email, as follows: "hello this is a bad batch of covid tests. The first one didn't work. The next 2 came out negative even thought I am positive. I think there's something wrong with this set of tests. I would like to have my money back.